Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had "difficulty on the pump" and was embarrassed to contact tandem's technical support. The customer experienced elevated blood glucose levels; however, the exact value was not provided.